Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported patient presented w/ pain when biting. Implant removed and will allow area to heal. Tooth 12. Will place new implant in 8 weeks. Symptoms as a result of the event: pain.

Manufacturer narrative:
One 3i t3â® non-platform switched tapered implant 4 x 13mm (bost413) was returned for investigation. No malfunction identified. Implant returned with abutment/crown attached but there were no allegations against them. The device could not be functionally tested for the reported failure (pain). Pre-existing condition noted on the per was unknown bone density. The reported device had been placed on tooth #12. Implant placed on a previously allografted site. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot number (2021030492) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op0210). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (2021030492) for similar events and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.